Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device air detector is loose and coming off. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Functional and visual tests were performed and the reported issues were duplicated. The cause of the reported issue was due to the air detector. The service history review had no indication that the complaint was related to a service of the device within the review period.